Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced which resolved the issue.